Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
The unit was sent to covidien service. Upon triage service found that the power cord had copper wires exposed.